Manufacturer narrative:
The reported event occurred during an unspecified date in (B)(6) 2017. The lot was manufactured between october 26, 2016 ¿ october 27, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor was leaking from an unspecified location. The leak was found during filling and before patient use. There was no patient involvement. No additional information is available.